Event description:
Acct. Reports that the threaded lock cannula tends to loosen and pop out of the septum after the cannula has been secured to the septum. Have had several incidents, but the last one total parenteral nutrition solution was being administered to a neonate, and it leaked onto the bed because the threaded lock disconnected. No pt. Injury reported. Actual sample not returned, companion samples.